Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-01107 and 6000093-2007-01106. It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The initial procedure occurred in 2005. The physician placed a taxus express2 2.5x24mm drug eluting stent to the 90% stenosed lesion located in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x15mm balloon, unknown type. Proximal to this stent another taxus express2 2.75x32mm stent was deployed extending from the ostium in the lad and to the proximal and mid lad. At this point, some plaque shifted into the ostium of the circumflex (cx) artery. The physician then placed a taxus express2 2.75x8mm drug eluting stent to the ostium of the cx. Excellent angiographic results were achieved and no patient complications occurred. Intracoronary nitroglycerin was administered during this procedure. In 2006, the patient had a pacemaker implanted due to a syncope episode. A repeat catheterization revealed that the previously placed stents were patent and no further intervention was required. Medications used during this procedure include; versed, fentanyl, oxygen, heparin, verapamil and zofran. No patient complications occurred. In 2007, the patient presented to the emergency room (ER) with st depression and lateral st elevation. Catheterization was not performed. The patient died a half hour after arriving at the ER. The cause of death is unknown. Additional information regarding this event has been requested.